Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. The console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that the dichroic mirror was misaligned, thus, confirming the reported event. After that, the mirror was adjusted and tested. Device was installed on (B)(6) 2021 and this event occurred 4 years after the system installation. After this period, component wear, failure or damage is possible based on product use. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was a missed calibration of the micromanipulator. There was no patient involved.

Event description:
It was reported that there was a missed calibration of the micromanipulator. There was no patient involved.